Event description:
On (B)(6) 2014, baxter (B)(4) received a call from (B)(6), requesting assistance in restoring an archived patient from 2012 within their abacus® software, which is used with the baxter em2400 exactamix compounder. The exactamix compounder is an automated pumping system that compounds multiple sterile ingredients into a finished solution, and is designed for the preparation of total parenteral nutrition (tpn). During the discussion, the customer noted that an order was administered peripherally to the patient and it infiltrated and got under the skin. The customer stated that a warm compress was applied to the area. It is unknown at this time if the baxter products contributed to the event; however, we are filing a MDR report because, if repeated, an IV infiltration of a vesicant solution can produce conditions of varying degrees which can lead to injury requiring medical intervention. Should additional information regarding this event become available, a follow-up report will be submitted.

Manufacturer narrative:
Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: the customer call was regarding restoring an archived patient within the abacus software. The information regarding a patient involved event was discovered through the conversation with tech support and occured up to two years ago. Should additional information regarding this event become available, a follow-up report will be submitted.